Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented to the hospital. Upon examination, it was discovered that the left ventricular lead had dislodged. On (B)(6)2019, the lead was explanted successfully. The patient was in good condition during and post procedure.